Event description:
Additional information received that confirms the settings were at cutting 40w and coagulation 50w. The event occurred during cut mode and the knife was cutting the tissue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (d10). Additionally, to provide an update to field (h4) and to provide information received through follow-up (ga23257864-4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the additional intervention done of retrieving the broken knife tip from the patient was caused by the device malfunction. However, the root cause could not be specified. Additionally, it is likely the tip detachment could be due to the following mechanisms: 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. -the output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: ¿ when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. ¿ aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. ¿ always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: the subject device was manufactured on september 2022 based on the provided lot information "29k. The subject device was returned to olympus. Inspection indicated that mucus adheres to the tip of the cutting tool, and the ceramic head of the cutting head falls off. Based on the instructions for use (IFU), the reasons for the detachment of the ceramic head at the tip may include: 1. When the accessory is pushed in the forceps channel, the endoscope is excessively bent and has high resistance, resulting in damage to the ceramic head at the tip due to the forceful push. 2. Liquid attached to the electrode, cutting knife, outer sheath, and body cavity tissue should be sucked out. If discharge occurs when the cutting knife is separated from the mucosa, it may cause cracks in the cutting knife or blade. 3. Prolonged application of high-voltage waveforms increases the likelihood of cutting tool breakage or ceramic head cracks. (High frequency electric device: voltage intensity of various waveforms: soft solidification < cutting/pulse cutting < strong solidification). 4. When removing the tissue attached to the ceramic head, excessive force is applied. If forceps are used to grip the cutting knife with force, or when the cutting knife is suddenly extended or retracted, it can cause the cutting knife to break or the blade to crack. 5. When the high-frequency electric device is in solidification mode, if the high-frequency output value is too high or the contact length between the cutting blade and the tissue is too short, there may be cracks, detachment, or deformation or fracture of the cutting blade between the cutting head and the electrode. During the treatment process, it is important to ensure that the sensation of hand operation and the incision observed in the endoscopic image are normal. If cracks, detachment, or deformation or breakage of the cutting blade are found during use, the power should be immediately turned off, the use should be stopped, the sliding handle should be pulled back, the cutting blade should be retracted into the outer sheath of the instrument, and the endoscope should be removed. Do not continue to use an abnormal knife to avoid perforation or bleeding. If the blade or cutting knife comes off, be sure to use a foreign object pliers to remove it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the tip of the single use electrosurgical knife broke and fell into the patient's stomach during a therapeutic endoscopic submucosal dissection. The user retrieved the tip using grasping forceps and finished the case with a similar device and a third-party electrotome. The device was inspected prior to use without any issues noted. There was no harm or user injury reported due to the event.